Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed no evidence of por events. There was no damage found to the battery compartment. The cartridge and battery caps were not returned; therefore, test caps were used to complete investigation. The ¿ez-prime¿ steps were performed correctly with no power interruptions or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the power flex/circuit or to the cgm module. The product performed within specification and the reported ¿intermittent power¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.